Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was found to be broken. The multiple parts of the sample were found to be physically damaged. The technician was able to confirm an invalid syringe size error in the event logs. Later, the technician was able to duplicate the reported issue of invalid syringe size. The reported issue and complaint were confirmed. The root cause of the reported issue was determined to be the device being used past the average use period of the device with original parts of the device being operational over the normal use. The technician replaced all the required parts to resolve the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device does not read the syringe properly. No patient injury was reported.